Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 21-nov-2017 a tosoh clinical support specialist (css) went to the user facility in order to further investigate the reported issue. The css re-ran the cap samples five (5) times for e2 and lhii; all results were within cap passing ranges. The css reviewed calibration curves, qc results, levy jennings charts, results printouts, reagent preparation logs, and cap survey results; no problems were identified after all printouts and logs to attribute to the failed cap survey results. The css noticed that the room temperature logs did indicate the temperature in the lab does get as high as 25.3 degrees centigrade. The css recommended to the lab staff to keep the test cups in the refrigerator and remove just what is needed for the current patient run, making sure the reagent test cups do not sit at room temperature for prolonged periods of time. The css also suggested running qc at the beginning and end of the day to monitor any possible effects of lab temperature on patient results. A 13-month complaint history review and service history review for similar complaints was performed for serial (B)(4) from 15-oct-2016 through 15-nov-2017. There were no other similar complaints identified during the searched period. The aia-600ii operator's manual under chapter 2, pre-installation/installation, states the following: environment ambient room temperature should be maintained between 68°f and 86°f with no more than a five-degree fluctuation. Relative humidity must be between 40% and 80%, noncondensing. The area should be free of dust, toxic gases, vibration, and direct sunlight. The aia-600 ii is intended for indoor use only. The aia-600 ii should not be operated at an altitude above 3000 meters. Pollution degree of the analyzer is rated at 2. The most probable cause of the reported event was due to a laboratory temperature issue.

Event description:
On 15-nov-2017 a customer reported that on (B)(6) 2017 all three (3) college (B)(6) samples for estradiol (e2) and luteinizing hormone (lhii) were out of range high on the aia-600ii instrument. The customer repeated the cap samples, which were within acceptable ranges. The customer reported that quality controls (qc) were within acceptable range. There is no indication of any patient intervention or adverse health consequences due to this event.